Event description:
Initial PICC pulled loose. Nurse performing an over-the-sheath replacement of PICC line. Introducer sheath threaded over remaining catheter and tip pulled through as sheath was penetrated back into vessel through skin. When nurse went to grasp catheter tip with forceps, the catheter was missed and it was pushed back into the introducer out of reach of forcepts. Catheter was lost under skin. A chest x-ray revealed that the catheter was curled in the right atrium. Surgery was performed for intracardiac removal of foreign body with cardiopulmonary bypass. Patient had tetrology of fallout with an atrioventricular canal. Since surgery was being performed to remove catheter, shunt was placed for oxygenation. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).

Manufacturer narrative:
The current status of the device, including whether the device is being, or has been, returned to the firm/facility. If the device is not returned, indicate the disposition of the device, e.g., the device was disposed of, remains implanted, etc. Although the medwatch form stated that the sample is not available for analysis, we contacted the reporter concerning the status of the sample. The reporter has not responded at this time.